Manufacturer narrative:
Initial reporter phone #: (B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Results: complaint not confirmed. It was not received pictures or samples for analysis, so it was verified the batch record, maintenance records and quality notification and any it was not verified any intervention in this batch. Without samples it was not possible determine the root cause. Without samples it was not possible determine the root cause. CAPA not required. (B)(4).

Event description:
It was reported that the safety shield on a bd solomed¿ 3ml syringe with 25g x 0.7mm needle broke when preparing an application. There was no report of injury or medical intervention.